Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens h6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare/haloes. Lens was explanted. Problem was resolved. Cause of the event was reported as unknown.